Manufacturer narrative:
Block a1: (B)(4). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction to fields a2 (date of birth), h6 (patient and impact codes).

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2012. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; painful intercourse; recurrent incontinence nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: antibiotic for the treatment of: urine infection. On (B)(6) 2017 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for purpose: stregthen plevic floor. The patient was treated with topical treatment (including oestrogen cream).

Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction to fields a2 (date of birth), h6 (patient and impact codes) blocks a1, b5, d4, d6a, g1, h4 and h10 have been updated based on the additional information received on august 24, 2022. Block e1: this event was reported by the patient's legal representation. The implant surgeons are: b. Hutchinson, md mercy public hospitals inc. Australia yik lim mercy public hospitals inc. Australia block h6: patient code e1405 captures the reportable event of dyspareunia. Patient code e2330 captures the reportable event of pain. Patient code e1310 captures the reportable event of urinary tract infection. Impact code f12 has been used in the light of this patient seeking legal recourse for a personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6)2012. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; painful intercourse; recurrent incontinence nonsurgical treatments: on (B)(6)2017 the patient(B)(6) 2017 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for purpose: strengthen pelvic floor. The patient was treated with topical treatment (including oestrogen cream). ***additional information received on (B)(6) 2022*** the procedures performed on (B)(6) 2012 were uncomplicated transvaginal tape insertion (advantage) and cystoscopy to treat a patient with stress urinary incontinence. The patient was prescribed with paracetamol every 8 hours as needed upon discharge after the implant procedure.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2012. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; pain inter; rec incont. Nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: antibiotic for the treatment of: for urine infection. On (B)(6) 2017 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: strengthen pelvic floor. The patient was treated with topical treatment (including oestrogen cream).

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.